Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was in a semi-dry state when implanted. There did not seem to be enough liquid in the vial to "soften" the lens, and there was incomplete unfolding of the lens intra-operatively. Opacification of the posterior surface of lens was noted on the first post-operative day. Reportedly the patient complained of glare.